Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00424, 3005168196-2017-00426. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During preparation for the procedure, the lantern became kinked upon removal from its packaging. Therefore, the lantern did not enter the patient's body and was not used for the procedure. A new lantern was then opened and used for the procedure. During the procedure, the physician partially advanced two ruby coils out of the lantern and into the patient but then decided to retract and resheath both coils in order to reposition the lantern. Upon attempting to re-deploy both ruby coils, the physician was unable to advance both coils out of the lantern and into the patient. Therefore, both ruby coils were removed and the procedure was completed using the same lantern and new ruby coils. There was no report of an adverse effect to the patient.